Event description:
It was reported that vns patient had a generator replacement due to low battery, ifi=yes. The explanted generator was returned to the manufacturer for analysis. During analysis by the manufacturer the reported low battery indicator status was duplicated. The battery, 2.786 volts as measured during completion of test parameter of the final electrical test, shows an ifi=yes condition. The data in the generator memory locations revealed that 48.202% of the battery had been consumed. However, a review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Other than the noted event, there were no additional performance or any other type of adverse conditions found with the pulse generator. Review of manufacturing records confirmed all tests passed for the generator prior to distribution.